Event description:
During bone scan after mapping, the detector dropped touching patient's head. The system would not move after incident. Subsequently, the patient was examined by an emergency room doctor and it was determined there was no injury.